Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. The reported difficult to remove was unable to be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. Reportedly, the 6.5x60mm supera self-expanding stent was successfully deployed. During removal of the stent delivery system, the system lock and deployment lock were not in the locked position. The tip of the sds caught on an unspecified 0.018" guide wire and separated. The sds and guide wire were removed as a single unit. It should be noted that the supera peripheral stent system instructions for use (IFU) states: following confirmed implantation of the supera stent, retract the thumb slide in a single motion to the starting position on the handle and rotate the system lock and deployment lock into the locked position, in line with the thumb slide. The investigation determined the reported difficulties appear to be related to deviation of the IFU and subsequent circumstances of the procedure as it is likely that failing to rotate the system lock and deployment lock into the lock position resulted in during removal the tip of the device becoming inadvertently caught on the unspecified 0.018" guide wire resulting in the reported difficult to remove. Manipulation of the compromised device ultimately resulted in the reported tip material separation/noted tip/tip lumen/tip jacket separations. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure performed was to treat a de novo, mildly calcified, mildly tortuous left external iliac artery. A 6.0x100mm armada balloon was used to predilate the lesion at 14 atmospheres/6.5mm for 3 minutes. The patient reported pain at the 6.5mm mark. No treatment was given. A 6.5x60mm supera self-expanding stent (ses) was successfully deployed. During removal of the stent delivery system, the system lock and deployment lock were not in the locked position. The tip of the sds caught on an unspecified 0.018" guide wire and separated. The sds and guide wire were removed as a single unit. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - failure to follow steps / instructions.